Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -05.00 diopter, during the same surgery due to the lens was implanted upside down into the patients right eye (od). There was no patient injury. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.